Event description:
Approx 10 cm section of glidewire proximal to tip separated from core and remained in left anterior tibial artery when wire was removed. Required angioplasty and snare device for removal of remaining wire fragment, requiring add'l imaging with iodinated contrast media. Diagnosis or reason for use: angiography and peripheral intervention. Is the product compounded? No; is the product over-the-counter? No.